Event description:
It was reported that the customer had high blood glucose levels (500mg/dl), diabetic ketoacidosis, and vomiting. Customer was hospitalized for two days and was treated with intravenous insulin and saline, and replacement potassium and phosphorus.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.